Event description:
It was reported that the patient experienced urinary tract infection after usage of purewick. Patient was not using it currently. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause was not chosen due to " inadequate material selection - materials of construction are not biocompatible." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (purewick disposable) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection after usage of purewick, patient was not using currently. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.